Event description:
Rep reported that the valve would not reprogram, which resulted in an explant. Rep explained that multiple programmers were used. Valve was implanted at hosp and explanted at hosp.

Manufacturer narrative:
The investigation did confirm the problem. The valve could not reprogram. The serial number of the valve was found, the lot number was cfjcy9 and the product code was found to be 82-3832 and not 82-3162 as previously reported by the customer. The valve was on position 30 mm h2o when received. The valve was tested for programming. The valve failed to reprogram. The valve was then irrigated with purified water and it was retested for programming. The valve succeeded to reprogram. The valve was examined under a microscope at appropriate magnification and it was dismantled. A slight amount of white debris was noted on the base plate but it could not cause the programming problems noted. It might be that some biological debris, which interfered with the ability of the valve to reprogram, softened and was flushed out during the irrigation of the device. However, this could not be confirmed. No other potential causes for programming problems were noted. Review of history device records confirmed the valve conformed to the specifications and passed all programming tests when released to stock in august 2005. The presence of white debris appeared to be the root cause of the device failure reported. Debris in the programming control mechanism can cause the type of problem noted. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.